Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that during service it was found that the device was vibrating. It is not known if the device was used in surgery. It is not known if injury or medical intervention occurred. There was no additional information provided.